Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation the pulse generator exhibited inappropriate telemetry measured data. The device remained implanted and the patient would be monitored.